Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 373 mg/dl and was 448 mg/dl at the time of call. During troubleshooting with 5.0 unit fixed prime, insulin did exit. Caller declined further troubleshooting and would call back after contacting healthcare professional. Caller was advised to change entire set.